Manufacturer narrative:
Device passed displacement test and selftest. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Device received with scratched lcd window and scratched keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had an audio anomaly. The device was no longer beeping during the alarms and alerts. It was only vibrating. The customer¿s blood glucose during the incident was 75 mg/dl. Troubleshooting could not be performed because the device was not present during the call. The device will be returned for analysis.